Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed the following "cooling fan speed error" in the event log. There was no patient involvement when the issue was found. No patient or user harm reported. A philips field service engineer (fse) reported that the v60 ventilator displayed the following "cooling fan speed error" in the event log. The customer reached out to the customer to obtain further details regarding the event; however, the customer reported that no repairs had been performed on the device. The fse attempted to duplicate the issue and tested the device for 30 minutes; it was reported that the issue could not be duplicated. The fse noted the service manual was reviewed, and the recommended repair, was to replace the power management board. The fse replaced the power management board and a successful performance verification test was performed. The device was then returned to the customer. This concludes the investigation.